Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the power cable was damaged, and the reciprocating arm and screws were worn. The motor, plug harness, reciprocating arm, and screws were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during an unknown time a repair quote was requested. No info provided on harm or delay. During product evaluation it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.